Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l5 lead had migrated. As result, surgical intervention was undertaken on (B)(6) 2024 wherein the migrated lead was removed. During the procedure, the physician accidentally removed the l4 lead. Both leads were replaced. Effective therapy was established post-operative.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.